Event description:
It was reported that the patient experienced cuff erosion with the artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a 4.5 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.